Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant it was difficult to place this right ventricular (rv) lead into the heart as the lead got stuck inside the part during placement. After the first placement the lead values were normal, but upon repositioning the lead it was not possible to push the lead back and after the lead was repositioned loss of capture was noted. A new lead was used with no issues. This rv lead will be returned. No adverse patient effects were reported.